Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: black box and histories for the event in 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that, sometime in 2012, the patient had a blood glucose (bg) over 600mg/dl. The patient has been off the pump since that time. The reporter did not provide further information. Customer support considered this to be an inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause of or contributor to the event.